Event description:
Global pharmacovigilance (gpv) sent email notification of complaint on behalf of customer to corporate product surveillance on (B)(4) 2012. Baxter clinical educator received complaint from customer and forwarded the complaint to gpv. Baxter clinical educator reported three patients have had more than one incident of the mini cap falling off. Patient one of three was bleeding and the mini caps fell off. Baxter product surveillance contacted the peritoneal dialysis registered nurse (rn) 03/06/2012 the regarding reported problem. The pd rn stated that there were a total of three patients that reported similar incidents where the mini caps fell off. They stated there was no fourth patient. The pd rn stated for patient 1 of 3 she is currently a new patient to peritoneal dialysis therapy. The pd rn stated that she recently had their catheter placed, and the catheter was not sitting right, and the bleeding came from the catheter site. The pd rn stated they have since then returned to their surgeon for the replacement of the catheter. However, the pd rn stated that this patient after the first installment of the catheter had a minicap on, and it just fell off on their way to the clinic for their check up. The pd rn stated that they did not notice any defects with the minicap and it is unknown why it just fell off. The pd rn stated that the patients transfer set was closed so the patient was okay. They did not present any negative side affects due to this reported problem. The pd rn stated this patient has not started peritoneal dialysis therapy as of yet, she is still new and does not have all the accounts set up yet. The pd rn stated patient 2 of 3 woke up in the morning only to find that their minicap was no longer on their transfer set. The patient stated they are not sure how it fell off but it was no longer on them. But they did grab a new cap and placed it immediately on the set. The pd rn stated again, the patient told them there was nothing unusual about the caps that could have caused it to just fall off and is unsure of what the problem was. The pd rn stated the patient also had their transfer set closed, and has not present any negative side affects due to this reported problem. The pd rn stated they are also continuing therapy as normal and is doing fine. The pd rn stated patient 3 of 3 uses a peritoneal dialysis belt, and when they were removing this belt the mini cap on the transfer set popped off. The pd rn stated that this patient also had their transfer set closed and did not present any negative side affects due to this reported problem. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. A follow-up MDR will be submitted if additional information is obtained. The device involved in the incident was unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown.